Event description:
Dr. (B)(6): removed tooth #16 on (B)(6) 2018 because she had necrotic tooth. On (B)(6) 2018, we had to remove tooth #15 and we saw that the beads of the guidor was intact. We removed everything and placed prf instead. There was no bone formation when we removed the guidor. We observed chronic infection when we removed the tooth 16 (granular tissues, no abscess) (B)(6) 2018, we cleaned the site (palatal root) the same day and then placed the guidor. Then she came back with a problem at her tooth 15 ((B)(6) 2018), we took out tooth 15 and saw that the guidor beads were intact with no bone formation at the site of tooth 16. We removed the guidor that day and placed prf in the site of tooth 16 and 15. We wanted to place an implant at these sites but decided not to when we had problems with healing. The patient had no other procedure done to replace these teeth. We do not have new images or x-rays to provide you. Yes, the tooth was necrotic but not in acute infection only granular tissue, there was no pus or abscess. We cleaned the socket thoroughly before placing the guidor. Yes, as you can see on the x-ray there is a radiolucency at the apex of tooth 15. We removed tooth 15 because it was uncomfortable and the patient did not want a root canal, we cleaned the site of the apex with a curette. There was no connection with the sinus.